Event description:
It was reported that the user¿s insulin supply in the ilet ran low during a set change, required assistance to rewind the pump, and completed the supply change with a cd 23" 6 mm infusion set while experiencing discordant sensor readings in which the ilet displayed ¿low¿ but a glucometer read ¿high.¿ symptoms included thirst associated with hyperglycemia. Outcomes included no alerts for sustained readings above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included case documentation review and troubleshooting with education. Investigation of this case revealed an unclear cause for hyperglycemia, with low insulin supply noted and cgm inconsistency documented in a related case; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.